Manufacturer narrative:
This complaint is a duplicate of MFR report # 1213809-2019-00913, please consider this report cancelled.

Event description:
It was reported that scale marking issue occurred before use with a bd 3ml syringe with luer-lok¿ tip with blunt plastic cannula. The following information was provided by the initial reporter, "the 1 ml marking is at the 1.5 ml marking."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issue occurred before use with a bd 3ml syringe with luer-lok¿ tip with blunt plastic cannula. The following information was provided by the initial reporter, "the 1 ml marking is at the 1.5 ml marking."